Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message from her adc freestyle libre sensor. She further reported that on (B)(6) 2019 she became hypoglycemic and experienced ¿sweats, trembling and big weakness¿ but could not get a sensor result. A non-healthcare provider treated customer with an unspecified ¿injection¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination).performed visual inspection of the sensor tail. Blood was observed on the middle of the sensor tail. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a crack in the sensor neck was observed. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a sensor error message from her adc freestyle libre sensor. She further reported that on (B)(6) 2019 she became hypoglycemic and experienced ¿sweats, trembling and big weakness¿ but could not get a sensor result. A non-healthcare provider treated customer with an unspecified ¿injection¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.